Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had pocket erosion. During surgical intervention with electrocautery, the device had no magnet response, and interrogation froze while they were trying to change the programming. Technical services (ts) was contacted, and ts noted the device was connected prior to the case, but could not be interrogated after electrocautery. They switched to pacing from the analyzer using the left ventricular (lv) lead during the case as the patient had a slow underlying rhythm. Ts helped troubleshoot, noting it was most likely an environmental electromagnetic interference (emi) issue messing with telemetry. The crt-d remains in service. No additional adverse patient effects were reported.